Event description:
It was reported, that "difficulties were experienced when inserting the disposable inner cannula." There was no reported patient injury and/or change in therapy. Note: the reported device has been returned and forwarded to the quality analytical laboratory for eval.